Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, due to the lead spiral problem, the lead could not be fixed well and dislodged. Another lead was implanted. No patient complications have been reported as a result of this event.